Event description:
Sorin group (B)(4) received a report of leakage from the bottom of the oxygenator during a procedure. The unit was changed out and the procedure was completed without further issues. There was no report of pt injury or additional medical intervention required as a result of this issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the apex hp m adult hollow fiber membrane oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report of leakage from the bottom of the oxygenator during a procedure. The unit was changed out and the procedure was completed without further issues. There was no report of pt injury or additional medical intervention required as a result of this issue. It was reported that the change out took 3 minutes 12 seconds. This medwatch report is being filed as a result of the extended interruption of bypass. The oxygenator was not saved for evaluation as the pt was hiv positive with high cv4 count. Based on the complaint description and a review of photographs received with the complaint, sorin group (B)(4) has concluded that the leakage was most likely caused by damage to one or more fibers within the fiber bundle. Sorin group (B)(4) has initiated a formal CAPA project intended to identify the root cause and appropriate corrective action.